Event description:
Follow up revealed that due to the patient having alzheimer's, she was unable to charge her ipg as recommended.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable. In turn, the patient's charger would not locate his ipg. As a result, the patient underwent surgical intervention to the scs system explanted and replaced. Effective therapy was restored post operatively.